Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported transient light sensitivity in a patient's left eye 14 days post lasik. Tearing was also noted. Patient was restarted on topical steroids with a tapering regimen. Upon follow up, light sensitivity symptoms are reported to be resolving. Patient continues to taper steroid use. Patient will continue to be seen for follow up visits. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100%, without error messages and break. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).